Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd cleo infusion set, patient experienced elevated blood glucose levels, including values in the 300 mg/dl range occurring typically around day 2 to day 3 of infusion site wear without consistent line block alarms. Upon removal of the infusion sets, cannula was observed to be bent, and the patient administered backup insulin via injection followed by site replacement, which resolved the hyperglycemia. There was a patient involvement with no harm.